Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to a fracture. During the procedure the sides of the implantable cardiovertor defibrillator (ICD) were crushed from a surgical instrument. The physician elected to replace the lead and ICD at this time.